Event description:
The cardiologist attempted to close an arteriotomy using a techstar xl 6 f device. During deployment one needle missed the barrel. Backdown was unsuccessful. The cardiologist could access the needles which he removed and the patient was stabilized with compression. Extensive fibrous tissue was reported present at the site. This is being reported because similar occurrances of unsuccessful backdown have led to reportable occurrences.